Event description:
A report was received that the patient¿s leads showed high impedances. The physician suspected device malfunction. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the proximal end of the lead splitter that was not returned did not remain inside the patient¿s body. The lead splitter could have been damaged during the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #:sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient¿s leads showed high impedances. The physician suspected device malfunction. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient¿s leads showed high impedances. The physician suspected device malfunction. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #:sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile sc-2316-50(sn-(B)(4)). The complaint has been confirmed. Visual and x-ray inspection of the leads revealed that multiple cables were completely broken. No cables are exposed at the fracture site. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30(sn-(B)(4)) the splitter passed photographic and visual inspection testing. Visual inspection revealed that the lead was cleanly cut. One of the proximal ends of the splitter was not returned. This is a result of the explant procedure and is not considered a failure. Sc-3400-30(sn (B)(4)) the splitter passed electrical, mechanical, photographic and visual inspections tests performed. Device exhibits normal device characteristics. Sc-4316 visual inspection of the two clik anchor revealed that both anchors have one eyelet torn through. No parts of it are missing.